Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's global technical service center to report a check lines and bags alarm with the homechoice (hc) machine during fill 5 of 5. The technical service representative (tsr) helped the home patient (hp) to adjust the supply bag. The spike was not completely in the bag. The hc would complete the refill and warm the heater bag to complete fill 5. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp did not see any visible defects on the bag or cassette. The hp stated that he was doing fine and continuing therapy on the cycler.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting the wash concentrate solution from the canister located in the hydro pneumatic area was leaking. No injury was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to one of the supply bags not being fully spiked. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.